Event description:
It was reported that the patient had an appointment on (B)(6) 2015 when his settings were adjusted and the impedances looked good, but since then he had ¿gone downhill.¿ by the day of the report he was experiencing a high therapy impedance and all monopolar readings were high. The readings were between 4,000 and 6,000 ohms. The patient also felt an occasional shocking or jolting sensation in the pocket by the implantable neurostimulator (ins). He was reprogrammed to bipolar and constant current. The patient felt somewhat better, but was very tired and lethargic. They made medication changes to see if that made a difference and a MRI was also taken. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3389s-40, lot# va01er8, implanted: (B)(6) 2012, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3389s-40, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).